Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had presented to the clinic multiple times complaining of experiencing diaphragmatic stimulation. The lead was successfully capped and replaced. The patient was in stable condition post surgery.